Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged burning feeling in nostrils, nose bleeds, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged burning feeling in nostrils, nose bleeds, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The investigation showed no sign of contamination to internal or external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in this device the device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.